Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced intermittent loss of capture and no ventricular sensing. The patient has had dizzy spells and weakness. A chest x-ray was performed with no findings out of normal range. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.